Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was foreign matter found in the chamber of a bd¿ IV set bn311 w/o pump t-type. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Sample was returned to sbdm from lot number 2708242. There is a black foreign matter in the chamber. Infrared (ir) spectrometry test was conducted to analyze the foreign matter. Based on the infrared (ir) analysis result, the fm is likely phthalate, 1 of the raw material component of the chamber. The fm is completely molded into the chamber. House sample inspection - sbdm inspected same lot house samples, no issue were found. Device history record review: sbdm reviewed manufacturing records such as process inspection, molding, test, manufacturing of the affected lot, there was no issue found. Corrective action: had quality training on this customer complaint for mold injection line and IV set assembly line workers. Implementing tightened product & process monitoring and strengthening quality inspection for molding mfg. Process. Checked injection molding machine for chamber component and completed cleaning of the screw & around the production areas and made arrangement on them. Cleaning frequency was changed. Operate chamber injection molding machine only after mold cleaning and start normal production after 10-shot test runs. After mold cleaning, we produce initial 10 shots and scrap them all because initial 10 shots have higher possibility of defect. Therefore, we scrap initial 10 shots even if they have no defect upon parts inspection and then start the normal production. Enhance IV set inspection process in 2 steps to prevent same customer complaint case. (Start from: (B)(6) 2017). Based on the investigation result of the complaint case, the fm is pvc carbide. The likely cause is the likely cause is that pvc carbide got stuck into the complaint chamber during molding process due to high temperature (170 - 190).